Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a flow block alarm. The customer's blood glucose level was 300 mg/dl. Troubleshooting was performed and the customer stated that the insulin did not exit. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.